Manufacturer narrative:
The subject device has not been returned to omsc for the evaluation but was returned to olympus (B)(4) (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. [1st time (B)(6) 2020] all channels: unspecified microbes (>25cfu) [2nd time (B)(6) 2020] all channels: unspecified microbes (6cfu) [3rd time (B)(6) 2020] all channels: klebsiella pneumonia (>25cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3 and 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.